Manufacturer narrative:
Concomitant product: product ID 97740, serial # (B)(4), product type programmer, patient.

Event description:
A consumer implanted for lumbar radiculopathy and spinal pain reported they fell backwards in (B)(6) 2015 and fell forwards around (B)(6) 2015. It was noted initially after implant and along with epidural injections (which they got every four months) the consumer¿s pain went down to 3-4 on a scale but in (B)(6) 2015, the consumer¿s pain got worse and then worse in (B)(6) 2016 and was now rated at a level 7-9. It was noted the consumer took pain medications three times a day and also used a walker. According to the consumer exercising seemed to make their pain worse which had been going on since implant. It was noted the consumer had their stimulation adjusted twice with the last time being in (B)(6) 2015. The consumer also experienced a change in stimulation when lying in bed. It was further reported the patient programmer (pp) was dropped on the floor of the consumer¿s truck, and when they tried to use it again they saw the screen change the batteries in the pp. The batteries were changed which resolved the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.